Event description:
On 21-aug-2025, a journal article was retrieved from clinics in orthopedic surgery (2025) that reported a retrospective study from korea. The purpose of the study was to assess the outcomes of conversion tha using a dm cup for failed hip fracture fixation. Between april 2015 and june 2021, 116 patients underwent conversion tha for failed hip fracture fixation, 83 cases using fb (fixed-bearing) cups and 33 using dm (dual-mobility) cups. The study included 68 male (58.6%) and 48 female (41.4%) patients; their mean age at the time of surgery was 63.9 years. Zimmer biomet components were used in all cases using a posterolateral approach with transosseous reinsertion of short external rotators and posterior capsule. In the dm group, the g7 acetabular system was used in all cases. In the fb group, trilogy was used in 28 cases (33.7%) and g7 in 55 cases (66.3%). The femoral components used were the versys fiber metal taper in 32 cases (27.6%), wagner sl revision in 29 (25.0%), and microplasty in 55 (47.4%). All cases also used a biolox delta femoral head. Follow-up was conducted at 6 weeks, 3 months, 6 months, and 12 months postoperatively, and annually thereafter with a mean length of follow-up for 1.5-2 years and a minimum of 1 year. The study reported 1 patient in the fixed bearing group experienced deep joint infection. Due diligence has been completed for this complaint; to date all available additional information has been received.

Manufacturer narrative:
(B)(4). A2: age of patient: mean age at the time of surgery was 63.9 years. D6a: implanted between apr 2015 and jun 2021. D10: item # unknown, unknown head, item # unknown. Item # unknown, unknown cup, item # unknown. Item # unknown, unknown stem, item # unknown. G2: report source: south korea. Report source: min UK do, md, jae-seung seo, md, sang woo kang, md, hyun tae koo, md, kuen tak suh, md, won chul shin, md. Total hip arthroplasty using dual mobility cups for failed hip fracture fixation. 2025 mar; pages 1-7. Https://doi.org/10.4055/cios24372.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.